Event description:
(B)(4). I am allergic to nickel. Before getting the device inserted, I ask if it would harm me because I have metal allergy and my provider told me that it was made of titanium and it would not bother me. Since having them placed, I have had bad skin reactions, cervical pre-cancer, swollen lymph nodes, migraines, pain in my left ovary, hair loss, hypothyroidism, multiple infections, tiredness and overall general ill feeling. I'm sure there is more that I have left out here in my statement as I have brain fog since having this device put in.